Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation inserter from tubing with lot #7363954 regarding item #383536. DHR review: was previously conduct for investigation ((B)(4)) which revealed the following: lot 7363954; was built / packaged on nfa line 1 from january 2, 2018 thru january 10, 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two qn¿s were initiated during the build of this lot. Sap quality notification database review; was conducted for this investigation, which disclosed the following: there were two ip qns ((B)(4)¿crimp measurement oos¿) and ((B)(4)¿extension tube bond oos¿) initiated during the build of this lot, of which one was relevant to the reported defect associated with the lot number provided for this incident. Disposition, root cause and corrective action for the qns, were applied according to the quality control plan. Relationship of device to the reported incident is indeterminate. No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir. The analysis of peura (end user risk analysis) was analyzed to determine the risk to customer. With limited severity and occasional occurrence, the risk to the end user is acceptable. Complaint trend resulted in initiation of CAPA 684099.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port tubing separated at the inserter resulting in the patient and nurse getting sprayed with blood and saline during flushing. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port tubing separated at the inserter resulting in the patient and nurse getting sprayed with blood and saline during flushing. No serious injury or medical intervention was reported.